Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf071 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdrf071) have been reported from the same facility.

Event description:
It was reported "during a IV flush white cap flew off and sprayed saline out." No other information was provided.